Event description:
Ems personnel responded to a pt in cardiac arrest, down approximately 20-25 minutes. CPR initiated by first responders and the pt was shocked and converted to sinus tachycardia. It was reported that external pacing was started and en route to the hospital, the operator reported losing capture. The operator wiggled the monitor/defibrillator and flexed the system at the slide contact and the unit allegedly functioned properly for the remainder of the call. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and proper device operation after alleged problem resolution.

Manufacturer narrative:
Section h: the device was evaluated and it was observed that the interconnecting slide contact assembly between the monitor and defibrillator was damaged. A damaged interconnect assembly may result in intermittent assembly may result in intermittent communication between the monitor and defibrillator and subsequently a pacing malfunction. The device was replaced with a new unit to enhance customer confidence and will not be returned to the customer.